Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous common femoral artery, superficial femoral artery, and vessel below the knee. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon 6 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.